Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) for its right ventricular (rv) lead. Technical services (ts) was consulted discussed the current programming settings. The patient will continue to be monitored since they are no dependent. This device remains in service. No adverse patient effects were reported.